Manufacturer narrative:
(B)(4). No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. The svc setscrew was stripped and would not engage with the torque driver.

Event description:
It was reported that set screw would not tighten during the implantation procedure. Device was not used and was replaced. Patient tolerated the procedure well.